Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation on his side. The patient reported that the irritation was a "big, red spot like a bruise or a burn." The patient's physician advised the patient to use cream on the irritation. Follow-up indicated that the irritation had improved.